Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had the critical block and inverse critical block did not add to zero alarm. The blood glucose was 3.6 mmol/l at the time of the incident. The issue was not resolved by troubleshooting. Customer was unable to complete pump rewind. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
No unexpected the critical block and inverse critical block did not add to zero alarms during testing however, the critical block and inverse critical block did not add to zero alarm, line number 213 file number 30, is found in the formatted history file due to a software error.